Manufacturer narrative:
Site sample status was not received. This investigation was conducted for an unknown lot number (nsw) 8hr product. A trend for the subclass of adverse event/serious/unknown for investigation with product type of (nsw) 8hr products was not identified. A lot trend was not performed. The lot number is unknown. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. The investigation results yielded no product quality issues as complaint not confirmed as a quality defect. There was limited device specific information provided, no batch number or return sample was available for evaluation.

Event description:
Event verbatim [preferred term] very red skin, burning/feel burning and itching/first degree burn [burns first degree], narrative: this is a spontaneous report from a contactable consumer based on information received by pfizer from lp angelini, llp angelini intake number (B)(4), local license partner for thermacare. A female patient of an unspecified age started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unknown indication without problems. On an unspecified date, the patient reported she had been using thermacare patches for a few months without any problems. Two days ago ((B)(6) 2020), after taking off the usual patch, the patient noticed very red skin. She thought it was irritation from tearing the patch, but from the next day (on (B)(6) 2020) she started to feel burning and itching. The doctor told her she had a first degree burn. The packaging and product were intact upon use. Action taken with the suspect product was unknown. Therapeutic measures taken included unspecified treatment. Clinical outcome of the events was not resolved. According to product quality complaint, site sample status was not received. This investigation was conducted for an unknown lot number (nsw) 8hr product. A trend for the subclass of adverse event/serious/unknown for investigation with product type of (nsw) 8hr products was not identified. A lot trend was not performed. The lot number is unknown. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. The investigation results yielded no product quality issues as complaint not confirmed as a quality defect. There was limited device specific information provided, no batch number or return sample was available for evaluation. Follow-up (24oct2020): new information received from product quality complaint included: investigation results.

Event description:
Event verbatim [preferred term] very red skin, burning/feel burning and itching/first degree burn [burns first degree], , narrative: this is a spontaneous report from a contactable consumer based on information received by pfizer from (B)(6), llp (B)(6) intake number(B)(4), local license partner for thermacare. A 27-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (reported as the 'neck band model') from an unspecified date for an unknown indication without problems. On an unspecified date, the patient reported she had been using thermacare patches for a few months without any problems. The day she applied it was (B)(6)2020, and kept it on for 8 hours as per the instructions. The area where she applied it is the cervical on the left side. As soon as it was removed, she had burning and itching but thought it was a passing annoyance, even though it never happened to her before. The patient noticed very red skin. She thought it was irritation from tearing the patch, but from the next day she started to feel burning and itching (the symptoms got worse). She asked the doctor to see her and he told her that she had a first degree burn. He advised her to apply the foille ointment. After 2 am it was healed. The packaging and product were intact upon use. Action taken with the suspect product was unknown. Therapeutic measures taken included applying the foille ointment. Clinical outcome of the event was recovered (in (B)(6)2020). On (B)(6)2020, according to product quality complaint, site sample status was not received. This investigation was conducted for an unknown lot number (nsw) 8hr product. A trend for the subclass of adverse event/serious/unknown for investigation with product type of (nsw) 8hr products was not identified. A lot trend was not performed. The lot number is unknown. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. The investigation results yielded no product quality issues as complaint not confirmed as a quality defect. There was limited device specific information provided, no batch number or return sample was available for evaluation. On (B)(6)2020, the product quality complaint group provided the following investigation results that yielded no product quality issues. Product: thermacare neck, shoulder & wrist. Device lot number: unknown. Expiration date: unknown. Reasonably suggest device malfunction: yes. Severity of harm: s3. Site sample status: not received. Summary of investigation and conclusion: the manufacturing site reported this investigation was conducted for an unknown lot number (nsw) 8hr product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a trend identified related for the subclass adverse event/serious/unknown for investigation. Customer reported very red skin initially regarded as irritation from tearing the patch, but from the next day experienced burning and itching that doctor diagnosed as first degree burn for thermacare heatwrap. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Root cause category: non-assignable (complaint not confirmed). Follow-up (24oct2020): new information received from product quality complaint included: investigation results. Follow-up (30oct2020): new information received from the same contactable consumer includes: patient information (added age), past drug history, device information, and reaction data (updated onset date of event and outcome to recovered). Follow-up (13nov2020): new information received from the product quality complaint group included: updated investigation results.

Manufacturer narrative:
On (B)(6)2020, the product quality complaint group provided the following investigation results that yielded no product quality issues. Product: thermacare neck, shoulder & wrist. Device lot number: unknown. Expiration date: unknown. Reasonably suggest device malfunction: yes. Severity of harm: s3. Site sample status: not received. Summary of investigation and conclusion: the manufacturing site reported this investigation was conducted for an unknown lot number (nsw) 8hr product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a trend identified related for the subclass adverse event/serious/unknown for investigation. Customer reported very red skin initially regarded as irritation from tearing the patch, but from the next day experienced burning and itching that doctor diagnosed as first degree burn for thermacare heatwrap. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Root cause category: non-assignable (complaint not confirmed).

Manufacturer narrative:
Site sample status was not received. This investigation was conducted for an unknown lot number (nsw) 8hr product. A trend for the subclass of adverse event/serious/unknown for investigation with product type of (nsw) 8hr products was not identified. A lot trend was not performed. The lot number is unknown. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. The investigation results yielded no product quality issues as complaint not confirmed as a quality defect. There was limited device specific information provided, no batch number or return sample was available for evaluation.

Event description:
Event verbatim [preferred term] very red skin, burning/feel burning and itching/first degree burn [burns first degree], , narrative: this is a spontaneous report from a contactable consumer based on information received by pfizer from lp angelini, llp angelini intake number 5062609, local license partner for thermacare. A 27-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (reported as the 'neck band model') from an unspecified date for an unknown indication without problems. On an unspecified date, the patient reported she had been using thermacare patches for a few months without any problems. The day she applied it was (B)(6)2020, and kept it on for 8 hours as per the instructions. The area where she applied it is the cervical on the left side. As soon as it was removed, she had burning and itching but thought it was a passing annoyance, even though it never happened to her before. The patient noticed very red skin. She thought it was irritation from tearing the patch, but from the next day she started to feel burning and itching (the symptoms got worse). She asked the doctor to see her and he told her that she had a first degree burn. He advised her to apply the foille ointment. After 2 am it was healed. The packaging and product were intact upon use. Action taken with the suspect product was unknown. Therapeutic measures taken included applying the foille ointment. Clinical outcome of the event was recovered. According to product quality complaint, site sample status was not received. This investigation was conducted for an unknown lot number (nsw) 8hr product. A trend for the subclass of adverse event/serious/unknown for investigation with product type of (nsw) 8hr products was not identified. A lot trend was not performed. The lot number is unknown. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. The investigation results yielded no product quality issues as complaint not confirmed as a quality defect. There was limited device specific information provided, no batch number or return sample was available for evaluation. Follow-up ((B)(6)2020): new information received from product quality complaint included: investigation results. Follow-up ((B)(6)2020): new information received from the same contactable consumer includes: patient information (added age), past drug history, device information, and reaction data (updated onset date of event and outcome to recovered).

Event description:
Very red skin, burning, first degree burn [burns first degree], burning and itching [pruritus], narrative: this is a spontaneous report from a contactable consumer based on information received by pfizer from lp angelini, llp angelini intake number (B)(4), local license partner for (B)(4). A female patient of an unspecified age started to use (B)(4) heatwrap ((B)(4) neck, shoulder & wrist) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. Past product history included (B)(4) heatwraps ((B)(4) heatwraps) from an unspecified date for an unspecified indication without problems. On an unspecified date, the patient reported "I have been using (B)(4) patches for a few months without any problems. Two days ago ((B)(6) 2020), after taking off the usual patch, I noticed very red skin. I thought it was irritation from tearing the patch, but from the next day I started to feel burning and itching. The doctor told me I have a first degree burn." The packaging and product were intact upon use. Action taken with the suspect product was unknown. Therapeutic measures taken included unspecified treatment. Clinical outcome of the events was not resolved. Additional information has been requested and will be provided as it becomes available.